Manufacturer narrative:
This report is being supplemented to provide the expiration and manufacturing date. Updated fields: h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the final investigation and a correction to previously submitted report. Corrected fields: d4 - lot, d10, h6 medical device problem code the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure -due to corrosion on plug unit, e226 (scope communication error) occurred. Additionally, the investigation found the presence of foreign material, likely the result of insufficient reprocessing, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope exhibited error 226 (no image). The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.